Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent pauses in the emergency room during a routine upgrade procedure. The lead was capped and replaced within the same operation on (B)(6) 2024. The patient was discharged.

Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent pauses in the emergency room. No changes were reported. The patient was discharged.